Event description:
Information was received indicating that the alarm was not audible to a smiths medical level 1® hotline® blood and fluid warmer. There were no reported adverse effects.

Manufacturer narrative:
One level 1® hotline® blood and fluid warmer was returned for analysis in good condition. A disposable was inserted and the device was powered on. The low fluid switch was tested with no alarm activation. The general alarm test switch was pressed; both visual and audible alarms were present. Interlock switch alarm was activated when tested. The front cover of the device was removed noting that the circuit board was free from damage. The lcd display was found to be inaccurately displaying 42.6 degrees instead of 41.9 degrees. The glyptal seal was found to be broken; indicating that it had been turned. Based on the evidence the root cause was not found as the complaint was not confirmed. However, a secondary fault was noted in that the lcd display required calibration and the glyptal seal was broken which indicates that the customer attempted to adjust.